Event description:
A radial jaw used for a diagnostic bronchoscopy. During the procedure, a cup broke off and remained lodged in the patient. Two seperate c.t. Scans were performed to try and locate the cup but both were unsuccessful. Since the patient has more serious health issues, no further action will be taken.